Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User describes intermittent, non-auditory sounds with the right implant beginning suddenly 2 weeks prior. These sounds appear louder with the audio processor on and less so without the processor. No trauma or accident is reported. No swelling over the implant site is seen. User has no prior history of tinnitus. No significant illness aside from a nasal congestion. Reimplantation is considered.

Manufacturer narrative:
The received information from the field indicates uncomfortable hearing sensation with the device by hearing intermittent, non-auditory sounds. Device investigation found a reduced impedance between coil and stimulator housing. However, it remains unknown if these findings could have caused the reported interferences and intermittent connectivity issue. Further, also the reason for the reduced impedance is unclear. Hence, the root cause for the observed findings could not be determined during device investigation and remains unknown. The recipient has been explanted and implanted a new device. This is a final report.

Event description:
The bilateral user describes intermittent, non-auditory sounds with the right implant beginning suddenly 2 weeks prior. These sounds appear louder with the audio processor on, but also without the processor. No trauma or accident was reported. No swelling over the implant site was seen. No significant illness aside from a nasal congestion was reported. The user has been re-implanted on (B)(6) 2018. The removal was difficult and the electrode lead was broken on extraction. Insertion of the new device was uneventful, and a complete insertion was achieved.